Event description:
It was reported that pump housing and usb port were damaged, causing charging cable to not fit correctly and preventing clear connection to charge pump. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and, if unable to charge before replacement arrived, would switch to injections, while technical support arranged a replacement pump under warranty, confirmed shipping address, provided instructions for storage mode, explained need to reenter pump settings and reconnect cgm on replacement pump, and instructed customer to return damaged pump with prepaid label within 10 days.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.